Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and non-penumbra stent retriever. During the procedure, the physician made two passes in the target location using the jet7 with a stent retriever. It was reported that the hospital technologists ran their fingers across the distal 10cm of the jet7 after each pass. After the second pass, a change to the feel of the jet7 was felt and it was noticed that the jet7 appeared "worn." Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.